Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation, appropriate capture thresholds were unable to be obtained in the right ventricular lead. Potential dislodgement was suspected. During x-ray it was seen that the lead was through the wall of the right ventricle. The lead was explanted and replaced. The patient was stable post procedure.